Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the alarm was cleared and insulin delivery was resumed successfully. There was no adverse impact to customer's blood glucose value.